Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened express bolus, esc, act, up and down button dome switch. No unlocked lcd keypad connector. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm was noted. The motor passed the motor test. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.